Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer resolved the issue by changing the cartridge and resuming insulin. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.